Event description:
The following information was provided: revised a stryker hip (right). This component is being revised due to 3 dislocations. No visible signs of damage nor wear to the head, poly and trunnion. He replaced the head with a 6260-9-236 (lfit 36 +5). The liner was not removed and stayed within the patient. The surgeon did not want to remove.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#;device name; lot#: 623-10-36f;trident 10 deg x3 insert 36mm ID;hk7phn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.